Event description:
Event description boston scientific crm received information that during a device replacement procedure, this pacemaker was explanted due to suspected premature depletion. The device was in service for 4.05 years, and did not exceed the minimum expected longevity at nominals of 5.0 years. The physician stated that the observed devices of this model have not met the expected longevity, and added a comment that competitor devices last longer. No adverse effects were reported for this pacer-dependent patient.